Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that the patient who was implanted with medpor product developed an infection a couple of weeks after implantation.